Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Unable to confirm serial number.

Event description:
The customer reported that a patient code occurred on (B)(6) 2017 at approximately 4:22 am in bed 422 but nurses said no alarm was provided. The patient coded and was resuscitated. The patient was transferred to ICU.

Manufacturer narrative:
The customer provided strips showing "I" for inop occurring at 4:22 due to a leads off event. The customer also provided log data. The software version of the product in use is n.00.18. In this version, only red level alarm events are annotated and stored. Therefore yellow and inop related alarms are not stored. Log data related to interaction with the central does store a marker when the "silence" button is pressed. This marker, per r and d alarm expert is represented in the rfda log as "vattr: 65046" and indicates that a silence action was taken at the central. Of note, there are two indicators that this occurred for the equipment associated with tel57 which the customer has confirmed was in use for the patient in(B)(6) at the time. The marker shows silence occurred at 4:22 and 4:25 at the central. The nature of the alarm at that time was not indicated however it was not a red alarm as any red alarm would be stored in the alarm logs. The customer tested the product finding alarm sounding as expected and also indicated no concern regarding speaker function, or volume settings/level. The issue is not consistent with a malfunction of the product. The customer reported that a patient coded and that no alarm was provided however strips demonstrate that ECG leads were off the patient and "I" for inop indicators combined with log data demonstrate the "silence" button was pressed at the central twice between 4:22 and 4:25 supporting that alarms (non-critical) were active for this bed. The absence of any issues in testing the product and no findings related to any audio issues indicate the issue is most consistent with a use related issue. .